Event description:
It was reported that during a peripheral stenting treatment procedure, premature stent deployment occurred. The physician was advancing this 6x41x120 epic vascular stent over another manufacturers' guide wire when the stent started to prematurely deploy inside the introducer sheath causing resistance. The stent never entered inside the patient. The device was removed from the introducer sheath and another epic stent was advanced over the wire to complete the case. No patient complications were reported and the patient condition is reported as fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).